Event description:
Caller alleged discrepant inratio precision results. Results as follows: pt self tester's husband stated that his wife's left arm is paralyzed. Customer wanted to know if there was any documentation/literature regarding using the inratio meter on a paralyzed limb. Husband stated that he also tests his inr using the inratio meter/strips and has not seen any issues with his results. Date: (B)(6) 2012, inratio: 3.7 (right arm). Date: (B)(6) 2012, inratio: (left arm). Tests were done 10 mins apart.

Manufacturer narrative:
Inratio precision data provided by end-user: date: (B)(6) 2012, ist inr = 3.7, 2nd inr = 1.7, mean = 2.70, sd = 1.41, %cv = 52.38. Since %cv is more than 20%, the test failed the criteria for precision. As of (B)(6) 2012, no product was expected to return and no strip lot info was provided. No further action is required at this time. Conclusion: analysis of the client's data from repeat inratio tests revealed that test results did not meet precision criteria. No strip lot info was provided and no product was expected to be returned. Further investigation for product performance could not be performed. Root cause could no be determined from the info provided. This issue will be subject to tracking and trending. Corrective action not required at this time.